Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a baxter infusion pump presented "air and upstream occlusion" alarms while being used with a one-link non-dehp y-type microbore catheter extension set. This occurred during administration of medication in a 250ml bag of 0.9% sodium chloride. It was further reported that the setup included a non baxter device connected to the bag, the clearlink system non-dehp solution set, and the catheter extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.